Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing disconnected just above the rolled clamp, under middle y-site, when the rn was placing the tubing into the alaris pump. No harm to patient, as patient was not connected at this time.

Manufacturer narrative:
H6: investigation summary the customer reported the tubing separated near the y-site when starting to put into the pump. The sample verified the complaint, and was separated from the outlet of the middle smart site. The root cause was found to be insufficient solvent applied at the connection during assembly. A device history review could not be completed as no batch number was provided. Manufacturing provided lots 22083418 and 22093160 from ss ID, but no device history record info was found for these lots and material #2426-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing disconnected just above the rolled clamp, under middle y-site, when the rn was placing the tubing into the alaris pump. No harm to patient, as patient was not connected at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.